Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis, angina and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that a 2.25x15mm xience v stent was implanted in the diagonal on (B)(6) 2009. In 2013, the stent was confirmed to be patent. In (B)(6) 2016, the patient presented with angina. There was a positive troponin test and non st elevated myocardial infarction. Very late stent thrombosis in the diagonal was confirmed by angiography. The thrombosis was successfully treated with a non-abbott balloon catheter. No additional information was provided.